Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection after the third clipping, the handle was squeezed several times but clips were not loaded. The procedure was completed with another device.